Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator displayed a screen blocked alarm. This alarm cleared and then reappeared several times. The patient was transferred to another device. There was no harm to the patient as a result of this event.